Event description:
The customer alleged that two employees at the facility experienced human reactions from working around cidex opa. The first of the two employees experienced tightness of chest. The symptom subsided. The employee did not seek medical attention. The solution was used in a well ventilated area.

Manufacturer narrative:
Other - tightness of chest - other - inhalation - conclusion: other - a CAPA has been opened to further investigate issues with respiratory reactions associated with cidex opa. Ref MDR 2084725-2008-00811.